Manufacturer narrative:
The customer reported that they will not return the suspect device for evaluation. Therefore, no root cause could be determined. However, the customer reported that they did troubleshooting and the vent o2 alarm continued on test lung. It did not alarm on spare vent with the same oxygen tank and settings. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator failed during patient transport. Vent was alarming low o2 (oxygen) pressure. Furthermore, there was no patient harm reported associated with the reported event.